Manufacturer narrative:
During the index procedure 2 resolute onyx des were implanted. Dissection was grade c of the lad. The patient has a medical history of hyperlipidemia and hypertension. The investigator assessed that a dissection existed before the index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted. It was reported dissection occurred.